Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 52 cm proximal to the lead tip. Only the distal fragment was received for analysis. An explantation aid was still inserted in the lead fragment. The returned lead fragment was visually analysed. Signs of abrasion were found along the lead fragment. In particular 11.5 cm to 7.5 cm proximal to the lead tip the insulation was damaged due to wear. This damage can be considered the root cause of the reported oversensing. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that approx. 59 months after the implantation this lead was explanted due to oversensing.